Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was functioning normally until the alarm "blood detected" was generated. Blood was found in tubing. The iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was functioning normally until the alarm "blood detected" was generated. Blood was found in tubing. The iab was replaced successfully. The indication for use was heart failure. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the membrane. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported alarm, blood detected and leak, blood in tubing problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was functioning normally until the alarm "blood detected" was generated. Blood was found in tubing. The iab was replaced successfully. The indication for use was heart failure. There was no reported injury to the patient.